Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported on behalf of the customer who received a "replace sensor" and "scan again in 10 minutes" messages on the day of applying the adc freestyle libre 2 sensor and was unable to test. Customer was unable to monitor his glucose level and experienced malaise and subsequently lost consciousness. Emergency services was called and customer was transferred to hospital where he was diagnosed with hypoglycemia and treated with 3 doses of glucose, 4 glucagon injections for 2 days and a fortified diet. There was no report of death or permanent injury associated with this event.